Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 1805003; medical device expiration date: 2023-04-30; device manufacture date: 2018-05-07. Medical device lot #: 1803010; medical device expiration date: 2023-02-28; device manufacture date: 2018-03-15. Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd plastipak¿ hypodermic syringe luer lok¿ there was an issue with insecure stopper with potential for leakage. There was no report of injury or medical intervention.

Manufacturer narrative:
Investigation summary: one picture sample was received for evaluation by our quality engineer team. Upon visual inspection of the picture, the stopper was observed incorrectly assembled within the syringe and it was distorted against the barrel walls. A device history record review did not reveal any documented issues during the production of either provided lot number (1805003 and 1803010) that could have contributed to the observed defect. This incident was a result of an undetected incorrect alignment of the barrel during the stopper assembly process. Based on the preventive measures in place and the current inspection plan, this is believed to be an isolated issue with an unlikely reoccurrence. The manufacturing facility has been made aware of this incident. Complaints received for this device and defect will continue to be monitored by our quality team for signs of emerging trends.

Event description:
It was reported with the use of the bd plastipak¿ hypodermic syringe luer lok¿ there was an issue with insecure stopper with potential for leakage. There was no report of injury or medical intervention.